Event description:
Customer reports to have received a change sensor alarm, calibration error and bad sensor alert. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at the time of call was 177 mg/dl. During troubleshooting, it was found that customer had a bent sensor cannula. Customer declined troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.